Manufacturer narrative:
The repair of the unit cannot be completed at this time due to the user interface (ui) assembly being on back order. The replacement of the ui assembly aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. When the part becomes available the repairs will be completed. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's nav-ring button was not working. There was no patient involvement at the time the issue was discovered. A good faith effort (gfe) response confirmed that the navigation button on the device is unresponsive and was not in use when the issue was identified. Troubleshooting has verified the recurring nature of the problem. The device remains unrepaired as the customer awaits parts.